Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Event description:
Consumer complaint of high blood glucose test results. Expected fasting blood glucose test result range is 120 to 140 mg/dl. Testing performed several times daily. Customer feels well and observed no symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015 as a result of the meter's readings. Currently taking insulin to manage diabetes. Customer received fasting blood glucose test result of 193 mg/dl on (B)(6) 2015 at 06:56 pm. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 326 mg/dl and 351 mg/dl. Verified storage of products is within instructed specification. Test strips lot manufacturer's expiration date is 10/29/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: 1:22 mg/dl (B)(6) 2015 01:49 pm; 2:256 mg/dl (B)(6) 2015 06:43 am; 3:259 mg/dl (B)(6) 2015 08:21 pm; 4:241 mg/dl (B)(6) 2015 07:00 pm; 5:183 mg/dl (B)(6) 2015 04:56 pm. Adverse event not reported.